Manufacturer narrative:
Age at time of event: patient is 18 years or older. A synergy ous mr 2.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the proximal section of the stent with struts lifted on the 4th proximal row. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery containing a significant bend. Following pre-dilatation with a 2.00 x 15 emerge balloon, a 2.50 x 48 synergy ii drug-eluting stent was advanced for treatment. The device failed to cross the lesion and stent damage was noted. The device was removed and the procedure completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.